Event description:
The customer reported, a defib error that could impact the delivery of therapy. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported, a defib error that could impact the delivery of therapy. There was no report of pt involvement. The device was evaluated locally. The power pca was replaced to resolve the issue. We will consider this a malfunction of the power pca.